Event description:
The customer reported that the charge button did not respond during an operational check of the device.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.